Manufacturer narrative:
Investigation: product not returned for evaluation. Review of device history records was not possible as the lot number was not provided; additional information has been requested to investigate the adverse event. Conclusion: no conclusion could be provided as insufficient information has been provided. Note: this MDR was submitted as 1000432246-2015-00002 in 04/15/2011. It is not show up in maude. We contacted FDA several times with not resolution. Finally in january 2017 received direction to resubmit MDR. Not returned to manufacturer.

Event description:
In february 2011 sales representative reported one case of broken screws (2), detected during revision for back pain. Screw failures were not detected before re-operation.